Event description:
Received an e-mail from (B)(6) that they had received a broken clamp. Requested notification date to (B)(6), incident details and return of the clamp. Received the following answer to emailed question: do you have incident detail, or can you get details for this incident? The only info we could get from the dealer is that a dentist brought the clamp and with little time after it, the clamp's broken.

Manufacturer narrative:
Although we have not established that the device caused or contributed to the event, we're reporting it out of abundance of caution to be compliant with 21 cfr part 803. Narrative for results - the clamp has a use life of one year from date of purchase. The clamp was manufactured 11/2008 and was well beyond its use life expiration. Narrative for conclusion - device breakage is addressed in the directions for use. The directions state, "caution: modification, overextending, bending of extended use of the clamp may cause breakage."